Event description:
During a follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Reprogramming was performed to resolve the event. The patient is stable with no consequences.